Event description:
Information received regarding the explanted device notes that the patient had an intrinsic rate of 40 bpm. No ventricular pacing artifact was noted at the programmed rate of 60 ppm. Measured data for the ventricular channel was 4.5v, <0.05ma and >2500 ohms impedance. The lead functioned properly when placed in the atrial connector port. Therefore, the pulse generator was replaced.